Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump stops and stalls, he was also having difficulty with getting the number programmed. Customer's blood glucose was 281 mg/dl. Customer has been sweating a lot and may have been causing the issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer might be returning the device for analysis.